Event description:
The account generated a false positive architect total bhcg result of 77.73 miu/ml (sid: (B)(6)) that repeated (B)(6) several times. No specific patient information is available. No impact to patient management was reported.

Manufacturer narrative:
The complete patient identifier is (B)(6). False positive result . No consequences or impact to patient. An evaluation is in progress. A follow-up report will be submitted when the evaluation is complete.